Manufacturer narrative:
A series of photos was shared by the customer that illustrate a drop of water coming from a tear over the seal. There were no additional damage or anomalies were observed. The item and lot information are shown in the photos. One used list #kl-bs001u3, chemosafelock bag spike was returned for complaint evaluation. As received, there was a small tear over the top seal, no additional damage or anomalies were observed. The sample was primed and leaks through the tear were observed. Once the device was dissembled, the tear over the seal and a curved/deformed spike were observed. Complaint of leakage can be confirmed. The probable cause is due to a deformation on spike happening due to a conveyer damage during the manufacturing molding process. The probable cause of the tear on the seal is unknown. A DHR lot review, was performed and no relevant commodities, discrepancies, anomalies or nonconformances were identified that might lead to the condition reported by the customer.

Event description:
The event involved a chemosafelock bag spike where the customer reported a leakage during infusion. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no med/surg intervention required. The device(s) was changed out/replaced with no further problems encountered. Mating device is kl-af30l1ay. Type of procedure was preparation the medication involved was 5fu. One physical sample was received in the opened package. Upon visually checking the sample, tearing was confirmed on the top surface of main seal. We connected the sample to our in-house saline bottle and applied pressure to the bottle. As a result, leakage occurred at the damaged portion on the top surface of the sample. There was patient involvement but no patient harm.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.